Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of auto-mode switch were observed via remote transmission. Programming changes were recommended. The patient was doing fine.